Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer troubleshoots the unit. First, he replaced the o2 cell and did the calibration. Second, he calibrated the relay on the o2 cell per the manual. Lastly, the customer calibrated the blender and the reading went below 22. The unit turned off and turned on and stated that the screen on the unit was white. Technical support suggested to customer to replace the gas delivery engine.

Event description:
The customer reported to vyaire medical that the avea ventilator had been having an issue with fio2 inaccuracies for several days. The customer confirmed that there was no patient involvement associated with the reported event.